Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly durng the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician decided to aspirate the vessel before stenting. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician used a post-dilatation balloon and dilated the vessel. The physician was removing the post-dilitation balloon and it hooked on the post-dilated stent while he was removing the balloon catheter. The occlusion balloon deflated unexpectedly. The physician was unable to aspirate the vessel a second time. The patient is reported to be fine.